Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the reported elevations in flow and power could not be confirmed through evaluation of the submitted system controller log file. The submitted log file contains data from 29-nov-2017 at 14:37:47 through 30-nov-2017 at 15:45:35. It should be noted that the majority of captured data was associated with pi events (236 total). Although power and estimated flow increased slightly throughout the duration of the file, no significant elevations in power or flow were observed. Overall, power ranged from 5.0-7.6 w, estimated flow ranged from 3.5-7.5 lpm, and average pi was between 1.3 and 4.0. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. The system appeared to be operating as intended. Infections and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital for a recurrent driveline infection. The patient¿s current lactate dehydrogenase (ldh) is 395 u/l. No recent plasma hemoglobin (hgb). Additional information was requested, but was not provided.